Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the physician that the patient was in ventricular tachycardia, required treatment, and the device did not shock the patient "due to wavelet discriminating based on wavelength and decided it was not vt." It took the intensive care unit staff one hour and twenty minutes to externally defibrillate the patient, "the point at which the patient's condition began to deteriorate." The patient was intubated and subsequently died 12 - 16 hours later on (B) (6) 2010. The physician is suspecting the device may have contributed to the patient's death. Additional follow up with the physician revealed cause of death was multi-organ dysfunction. Patient was not pacemaker dependent. Last clinic visit had been 9 months previous. The patient was "non-compliant, hi-risk behavior" with history of bad heart failure and in physician's opinion, this vt episode "tipped him over the edge."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(6) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.